Manufacturer narrative:
D1 product name corrected. D4 serial corrected.d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. D4 primary UDI number corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected. There was no patient involvement.

Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.